Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 1. The patient's ultrafiltration reading was 2669 ml, indicating the home patient (hp) drained 2669 ml more than their programmed fill volume of 2000 ml. The total drain volume was 4666 ml. Which meets iipv criteria. According to the nurse she was not aware of the patient draining so much fluid on (B)(6) 2009 as nothing had been reported. The patient did not report any symptoms. According to the patient he does not recall draining 4666 ml. The patient does not recall whether he had any symptoms, however, he recalls feeling bloated occasionally. The patient stated he stopped doing peritoneal dialysis and is now on hemodialysis. The patient stated he enjoys the transition. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, false empty detect at initial drain and at previous last drain. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.